Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was rushed to emergency due to high blood glucose on unknown date with blood glucose of 500 mg/dl. Customer experiencing symptom such as vomiting. Customer stated auto mode feature was not active at the time of incident. Customer stated they did not want troubleshooting. The insulin pump will not be returned for analysis.

Event description:
It was reported that customer was visited to emergency room then transferred to hospital on (B)(6) 2021 at 11 pm due to high blood glucose level of 500 mg/dl. The customer was released on (B)(6)2021. The customer's high blood glucose treated with intravenous insulin drip and manual injection. Customer was not using auto mode feature at the time of event. The customer stated that cannula was bent and customer experienced symptoms like nausea and vomiting.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report in section b5.